Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) console handle sticks. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the handle. The fse completed the pm, a full calibration, and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. The removed console handle was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received console handle with a reported unit failure of console handle not sliding. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Slid the handle and observed that the handle would easily slide from a lower position to a higher position. However, when the handle was fully extended it would not easily retract to a lower position. Once the handle was raised it was difficult to lower the handle. The failure analysis and testing dept. Was able to replicate the failure. The handle failed testing. Retaining the handle in the fat per procedure.

Event description:
N/a.